Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicated stent thrombosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, the patient was referred to cardiac catheterization and on the same day, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 95% stenosis, a length of 23 mm, and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, and placement of a 3.00x28mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient expired due to coronary artery disease. Per death certificate the immediate cause of death was acute myocardial infarction and the sequential cause attributed to death of the patient was coronary artery disease. No action was taken for this event and an autopsy was not performed.